Event description:
It was reported that the device was broken at the surgery. No patient injury was reported.

Manufacturer narrative:
One 8x30mm biorci ha screw was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately 1.5mm of the screws distal threads have broken off and were not returned. Dimensional assessment of the screws major diameter and wall thickness were found to meet print specification. This investigation could not identify any evidence of product contribution to the reported complaint. With the limited clinical details provided a root cause cannot be determined.